Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection from (B)(6). Their implantable cardiove rter defibrillator (ICD) system was explanted and antibiotics were administered. No further patient complications have been reported as a result of this event.